Manufacturer narrative:
Rn# (B)(4). Complaint took place in (B)(6). In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4) incident occurred in (B)(6): upon completion of the procedure, during catheter withdrawal, the distal tip of the catheter was retained within the patient.